Event description:
It was reported that there were digital crack lines on the pump touch screen. There was no adverse impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.